Event description:
We received a report that an intraocular lens (iol)was explanted. The lens initially was implanted on (B)(6) 2009. During the loading and insertion the haptic became kinked. The lens was left in the capsule as it appeared to be fully in the bag. At one month follow up visit the physician noticed that the lens was not fully in the capsular bag so the lens was repositioned on (B)(6) 2010 (this event was not reported to the manufacturer at that time). Over time, the flattening of the optic was observed and the haptic began pushing against the iris leading to a raise in intraocular pressure (iop). Glaucoma eye drop medications were given as treatment which provided no relief for the raised intraocular pressure. No associated visual symptoms were reported. The glaucoma specialist confirmed that the iop elevation was being caused by the kinked haptic and recommended the iol be explanted. On (B)(6) 2013 the lens was explanted and replaced with the same model of lens. A yag capsulotomy and vitrectomy was performed at the same time. On her 1-week post-op the patient's pressure was significantly reduced and the eye ''looked good''.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens had one distorted haptic and the optic edge was torn. Visual inspection revealed surface residuals (fiber/particles) on the lens, with evidence of viscoelastic, ophthalmic viscosurgical device (ovd) compatible with handling, such as during the implant and explant process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. The review of the documentation and testing presented in the manufacturing record were found within product specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: (B)(6). MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data - date of birth: (B)(6). Company representative should be checked. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Manufacture date: 10/02/2009. All pertinent information available to the manufacturer has been submitted.